Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with a completely detached end cap. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, delivery accuracy test, the stop current and run current measurement tests, self test, off no power alarm test and a21 error test due to detached end cap. Unable to test for drive/motor anomaly due to detached end cap. The motor was tested outside of the unit and passed. Device also had cracked display window, cracked case at display window corner, cracked battery tube threads, a partially broken off reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that drive support cap was loose. Customer experienced high blood glucose of 400 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.